Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed the reported error and found that the issue pointed to the manipulator controller ergo base (mceb). The fse replaced the mceb to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. Failure analysis of the mceb is in progress at the time of this report. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the console 1 was not operational. The customer stated that they would not troubleshoot during the case as they are able to work with the remaining console. The technical service engineer advised the customer to power cycle the system after the case completion to resolve the issue but was unable to confirm if the power cycle occurred. The procedure was completed with no reported injury.